Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Ketones were present and customer was vomiting. Boluses and manual injections were used to address bg. Cause was not known. Pump system check was performed with tandem technical support and air bubbles were found in the tubing. Customer changed the pump supplies.